Event description:
A nurse found the stopcock turned off to manifold. Pt received no IV medication from 1800 pm to 0110 am. When found by nurse the pump never beeped occlusion.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.